Event description:
Baxter sigma spectrum infusion pump programed for continuous norepinephrine infusing at 40 mcg/min. Nurse noted change in patient heart rate and blood pressure, both decreasing. Improper shutdown alert on pump recognized immediately and medication changed to different pump. Hr and bp recovered quickly after dose of epinephrine and re-start of norepinephrine continuous infusion. History log indicates: pump on ¿ pwr stat: batt; battery low alert given and one minute later pwr stat: batt improper shutdown alert given. Device was connected to an electrical outlet at time of event, history log indicates running on battery power. Electrical pins and battery contacts examined and noted to have corrosion. FDA safety report ID # (B)(4).